Event description:
It was reported that the patient experienced a fall and hit their chest on the corner of a rocking chair. Two weeks after the fall, the patient's pulse generator was noted to be protruding through the patient's skin. The patient's system was successfully extracted on (B)(6) 2019.

Manufacturer narrative:
Analysis was normal. No anomalies were found.